Manufacturer narrative:
This is a final report.

Event description:
Per the audiologist, the patient was unable to keep the external transmitting coil securely over the internal device even using the strongest external magnet. The patient underwent skin flap revision surgery and replacement of the internal magnet 2007.